Event description:
During a hand assisted laparoscopic recto sigmoid colon resection, the device misfired on the fourth reload, however, the surgeon believes this misfire may have been technique related. The surgeon stated the misfire was contributing factor to the patient receiving a permanent colostomy. A possibility of a temporary colostomy was originally planned. A fair amount of liquid stool leaked into the peritoneal cavity as a result of the event, but no additonal treatment is expected. Patient is currently in good condition.